Event description:
It was reported that there was a recent experience where the bubble detector went off (on venous side), and the pump could not be restarted, regardless of the setting of the intervention status (on or off). The unit had to be transferred to hand-crank and draw down circuit for transfer to another machine. There is no information available at this time to indicate there was any injury or adverse consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4). An investigation is ongoing and a supplemental medwatch will be submitted if new information becomes available.